Event description:
The clinician reports the implant was inserted (B)(6) 2024 in ada 12. On (B)(6) 2024, the implant was removed upon patient¿s request. Patient presented with bone type iii. The device was forwarded to the manufacturer. At the event the patient experienced: pain and increased sensitivity. No further patient complications were reported.